Manufacturer narrative:
Further review of this case with reporter, indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-03096. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that the device has stopped working and also after changing the battery, the device no longer ran. No patient harm reported. It is unknown how was this event solved.